Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced under delivery of insulin and high blood glucose level of 410 mg/dl. The customer¿s blood glucose was 327 mg/dl at the time of call. Customer reported that the infusion set cannula was bent. The customer¿s blood glucose was running high of 400 mg/dl. The product was not returned for analysis.